Manufacturer narrative:
Additional PMA / 510(k)#: bk050036. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom wall of four bd vacutainer® sst¿ ii advance plus blood collection tubes were sticky. Customer¿s verbatim: ¿ customer complaint that vacutainer's bottom wall is sticky. ¿

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a sticky tube with the incident lot was observed. Evaluation of the customer samples identified that some separator gel was on the bottom exterior of the tube which caused the 'sticky' property. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sticky tubes with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bottom wall of four bd vacutainer® sst¿ ii advance plus blood collection tubes were sticky. Customer¿s verbatim: ¿ customer complaint that vacutainer's bottom wall is sticky.¿